Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Several error numbers were recorded in the error log, which could appear as a "black screen." (B)(4) the programmer rf head cable was found to be out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Several error numbers were recorded in the error log, which could appear as a "black screen." (B)(4) the programmer rf head cable was found to be out of specification.

Event description:
It was reported that the programmer would not fully boot up to the analyzer screen, and the screen was black. The model 2067l, programmer rf (radiofrequency) head, was returned, analyzed, and tested out of specification. No patient involvement or complications were reported.

Event description:
It was reported that the programmer would not fully boot up to the analyzer screen, and the screen was black. The model 2067l, programmer rf head, was returned, analyzed, and tested out of specification. No patient involvement or complications were reported.